Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch #344c76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 344c76, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/23/2023. D4 batch # unk. H6: health effect-clinical code: generalized disorders (e23). Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information received: challenging to get complete hand-sewn anastomosis closure and for other specialists to be called in to assist. Consider deflating one lung to get better access. The patient was still on the operating table at 1600. An incomplete proximal tissue doughnut. They had just completed the case around 1900. When trying to anastomose the oesophagus to the jejunum with hand suturing earlier in the case, there was too much tension on the anastomosis, and the sutures were not holding. The decision was to enter through the patient's chest to remove the tension on the anastomosis. Approx 5cm of jejunum was brought up into the patient's chest to anastomose to the oesophagus. After many hours the procedure was complete, and a full hand-sewn anastomosis was performed in the chest with no tension. This case was planned to be finished at 1300 today and was completed at approx 1900. +7 hours of additional operating time post-powered circular stapling firing with cdh25p and a proximal incomplete donut. The stapler was fired as per odp, with an orange indicator in the green zone approx halfway in the tissue indicator zone, pre-compression for 15-30 seconds pre-firing the device, the device fired as per usual firing with the expected sound of the knife deploying and breakaway washer cutting, there was a green tick on the stapler at the end of the firing sequence. The adjusting knob was rotated two full revolutions plus another half rotation and then fishtailed out with no tension felt on tissue as per fellow, who fired the device. An incomplete proximal donut noted on inspection. Complete distal donut. Discussion with surgeon, the patient required quite a lot of blood pressure support today, surgeon was waiting for an update on the patient's current staus this afternoon from his fellow. The surgeon also identified a 3cm split in the esophagus proximal to the anastomosis post-firing the cdh25p yesterday. This was identified post removing the stapler. The surgeon then had to transect above this point on the esophagus. This left little length on the esophagus, and it kept retracting back into the patient's chest. Therefore a thoracotomy and intrathoracic approach had to be taken to hand sew the anastamosis. No significant blood loss or transfusion was required for the case. The patient was admitted to the ICU and is currently still in the ICU and intubated. Unable to extubate at this stage due to bp. Additional information was requested, and the following was obtained: how was the proximal purse string technique applied? The purse string suture was hand sewed and tied onto the anvil. Was a leak test performed? If so, what type and what was the result? A leak test was not performed as approx. A 3cm longitudinal tear was noted proximal to the staple line in the esophagus when going to inspect the staple line post identification of an incomplete proximal tissue donut, at this time the surgeon transected this portion and progressed to a hand sewn anastomosis. As a portion of the esophagus was transected it was shortened and when the surgeon was trying to anastomose with hand sewn sutures the tension on the join was tearing the sutures from the tissue. The esophagus was retracting back into the chest that¿s when an intrathoracic approach was commenced. This approach removed any tension on the anastomosis and was successfully closed. As of the 17th of october, the patient was improving. Off all inotropes, extubated and talking. Still on renal filtration. Was the staple line visualized endoscopically during the initial surgical procedure? No. How was the leak identified? A 3cm longitudinal tear was noted proximal to the staple line in the esophagus via visual inspection of the tissue. Open procedure. What was observed at the site of the leak upon reoperation? There was no re operation, the hand sewn anastomosis was performed intrathoracic in the same case. The tear was noted intra op. Were there any issues experienced with the device in the initial surgical procedure? No issues, fired as per odp, green tick noted at the end of firing. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? I don¿t know about any post operative stenosis, the surgeon does feel that the tear in the esophagus was related to the firing of the device. The stapled anastomosis, proximal to the tear was transected and sent away to check pathology. Results not available at this time. The specimen had been sliced transverse in pathology and the lumen looked complete to the eye on photo that the surgeon obtained. Did the patient receive any preoperative chemotherapy or radiation? Pre operative chemotherapy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic total gastrectomy converted to open case, the device for anastomosis created an incomplete proximal donut. Hole noted in esophagus. Anastomosis taken down and hand sewn. Distal donut complete and intact. The surgery was delayed 1 hour. Hand sewn anastomosis , the procedure was successfully completed. There were no patient consequences.